Manufacturer narrative:
The insulin pump was received with a35 error alarm during rewind test due to motor encoder signal out of phase. No e70 error alarm noted during our testing. Unable to confirm e70 error alarm in alarm history due to history file was overwritten. Unable to perform functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to a35 error alarm also, unable to confirm motor error alarm due to a35 error alarm. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was 179 mg/dl. Customer was assisted in performing displacement test and received motor error after completing rewind. Customer was not able to complete displacement test. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 179 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.